Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked from the o-ring. Reportedly, a new cartridge was loaded to resolve the issue, additionally, it was reported that the insulin gauge was inaccurate across multiple cartridges. Customer's blood glucose level was approximately 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.